Event description:
Feeding inserted. Chest x-ray ordered. Physician notified of right pneumothorax. Pneumothorax probably caused by feeding tube. Feeding tube discontinued. Chest tube inserted. Pneumothorax resolved and chest tube discontinued. Nursing personnel disposed of feeding tube packaging prior to evaluating the feeding tube.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.